Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) requested device data to determine root cause and next steps. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) requested device data to determine root cause and next steps. At this time, this device remains in service. No adverse patient effects were reported.